Manufacturer narrative:
The exact time the components were in-vivo is unk. The mating stem component and condition thereof is unk. The surgical notes from the primary surgery are unavailable. It is unk if the components were implanted with the correct orientation as per the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. The instruments used in the primary surgery are also unk. Patient sex, age, height, weight, and activity level are unk. The rehabilitation regime, both physical and pharmacological, and compliance thereof is unk. Based on the above information and observations, dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell and/or stem). This may have led to impingement (levering) of the stem against the liner, which could lead to femoral head/liner dislocation; unsatisfactory liner implantation. If the liner was not seated or orientated as per the surgical technique, the misalignment of the liner may also lead to impingement of the stem against the liner; extent of soft-tissue constraint. Incorrect soft tissue and/or poor functional muscles around the hip may not be able to provide functional support to the joint; patient behavior. However the exact cause of the current situation cannot be conclusively determined. The device history records indicate that the tm modular cluster-holed shell, trilogy longevity constrained liner, and cocr femoral head were manufactured and inspected according to specifications. No manufacturing lot information for the bone screws was available for manufacturing evaluation.

Event description:
It is reported that the patient was revised in 2009 because of dislocation of constrained liner. Implant date is unk.